Event description:
A report was received that the patient underwent a lead explant due to high impedances. Both leads were explanted due to physician suspecting malfunction.

Manufacturer narrative:
Sc-2218-50 sn (B)(4): the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 23.61 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50 sn (B)(4): the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 20.56 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. Both leads were explanted due to physician suspecting malfunction.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. Both leads were explanted due to physician suspecting malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.